Event description:
Company rep reported that she was notified the pt was hospitalized for hyperglycemia on (B)(6) 2011. Pt started infusion device therapy on (B)(6) 2011, and his blood glucose was "normal" for the first few days. Pt contacted the company rep on (B)(6) 2011 for assistance changing his infusion site, and his blood glucose elevated to the 300 mg/dl range the next day. Pt did not feel well and was vomiting, and his blood glucose remained elevated on (B)(6) 2011. His wife transported him to the hospital, and pt was treated with an IV and released later that day. His blood glucose did not return to normal prior to being discharged from the hospital. Pt then contacted the company rep on (B)(6) 2011 and requested that she come to his home to assist with changing the infusion site. The infusion cannula was bent when the headrest was removed. Pt's blood glucose was "fine" for the rest of the day, but he woke up on (B)(6) 2011 with a bad rash and hyperglycemia. He continued to vomit, and his wife took him back to the hospital. He was admitted to the hospital and remained there at the time of the report. The hospital physician removed the infusion device and treated pt with an insulin drip, and pt's blood glucose remained in the 200 mg/dl range. Physician stated the rash was due to antibiotics from the first hospital visit, and pt had an elevated white blood cell count. Physician ordered lab work and a CT scan due to hyperglycemia while on the insulin drip, and pt was diagnosed with diverticulitis. F/u was completed with pt on (B)(6) 2011, and pt requested a call over the weekend to complete troubleshooting. Four add'l attempts were made to f/u with pt, and these were unsuccessful. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.